Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the atrial lead was "caught by something" and it could not be pulled out. It was also noted that the lead's "electrical data could not be measured." The lead was capped and replaced. No patient complications have been reported as a result of this event.